Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly and random no delivery errors. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that insulin pump buttons has to press more than once to respond. The customer stated that battery lasting right at 7 days and has to change weekly new. The customer also stated that screen is fading at room temperature and liquid in screen sometimes works sometimes it doesn¿t. The customer also stated that motor in pump seems louder than it used to be and it seems like its grinding. The insulin pump will not be returned for analysis.